Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the coating could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bending section cover adhesive is broken, there is a black scratch on the image due to the broken charged coupled device (ccd) unit, and the connecting tube protector is cut. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope has a spot on the image during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the coating on the connecting tube is peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.